Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient believes their interstim was damaged after falling out of bed in may. The ins is in the right buttock. Patient states it is hurting them and also they experienced a loss of therapeutic effect. They were previously only having to wear a light shield and now have to wear a thick pad.  Troubleshooting was unable to be performed as patient did not know why their doctor wanted them to call medtronic. Patient states they are not sure if the doctor wanted them to turn the device off. Offered to help patient turn the interstim off using the patient programmer but patient declined. The patient was redirected to their healthcare provider to further  no further complications were reported/anticipated at this time.